Event description:
It was reported that the patient received a shock due to noise. Noise was not reproducible. The tachy therapies have been programmed off and the device reprogrammed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.